Manufacturer narrative:
The insulin pump was received with intermittent frozen display, no button response, and constant audio alarm tone due to moisture damage on the electronic stack. The pump was unable to perform self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test, operating currents and excessive no delivery test due to frozen screen. No moisture damage on the motor noted. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that her pump made a siren screeching noise. When the customer pushed the buttons, nothing happened. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will be returned for analysis.